Event description:
It was reported when the nurse was replacing the butterfly needle for the patient, the needle popped out when the cap of the butterfly needle was pulled out and could not be used. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.